Event description:
It was reported the pt experienced increased pain and a volume discrepancy, the hcp withdrew more drug than expected, at last two refills. The pt reported that they fall 4-5 times a week due to balance issues. In 2008, the pt fell and was unconscious. No testing on the device had been performed. Add'l info has been requested, a follow-up report will be submitted if add'l information become available.